Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected excessive no delivery alarm noted. The no delivery alarm functioning properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
Customer reported via phone call to have high blood glucose of 424 mg/dl, which was treated with bolus . Customer reported that high blood glucose began on (B)(6) 2017. Customer did not go to the hospital. No symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Unable to complete high pressure test due to there is not much insulin left in the reservoir. Customer mentioned that he put on his old insulin pump, his blood glucose was 429 mg/dl, he went for a walk and he was at 47 mg/dl, when he came back he was at 425 mg/dl. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation. Customer also mentioned bent cannula on infusion set. Troubleshooting was performed on infusion set bent cannula. Advised that bent cannula on infusion set may interfere with the amount of insulin delivered and that might have contributed to high blood glucose. Customer was educated on causes and prevention of bent cannula. Insulin pump is expected to return.